Event description:
Physician's 2nd case. Patient presented with lots of calcification, tortuosity, and a left iliac aneurysm. The physician started on the left side for access, however unsuccessful. Also tried again on the right side, yet still unsuccessful. When the delivery system was removed, the delivery system perforated the iliac vessel just distal to the aortic bifurcation, and the patient's bp began to drop. The patient was converted to open repair, and expired in the or due to excessive blood loss.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient anatomy and operational context contributed to the event.